Manufacturer narrative:
Device evaluation: in q3 2017, there were 17 instances of battery life with damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instance of a battery life with damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 49 allegations of a malfunction, 27 pumps were returned to animas and investigated. Of the investigated pumps, 27 were found to be malfunctioning due to battery cap and battery compartment damage. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 49 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-87 years of age and between 6 and 250 pounds. Of the reported patients, 24 were male, 24 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of battery life with damage failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.